Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon sensor application, patient failed to pull up on applicator collar. Dexcom technical support advised patient on (B)(6) 2013 to pull up on collar. Upon collar release, patient reported sensor wire was released from applicator. No medical intervention was necessary.